Event description:
Caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller through the process; eventually, the error did not reappear, allowing the caller to successfully start their sensor session.